Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a posterior lumbar centerbody/ spinal fusion on (B)(6) 2016 and the barbed suture was used. During the procedure, the needle popped off of the suture. The procedure was completed with another like device. There were no patient consequences reported. No further information is available.